Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported that the balloon was advanced to the target lesion located in the basilar artery trunk. When the balloon was inflated, the vessel was dissected. The physician deployed a stent and the procedure was completed. No other information was provided.

Event description:
It was reported that the balloon was advanced to the target lesion located in the basilar artery trunk. When the balloon was inflated, the vessel was dissected. The physician deployed a stent and the procedure was completed. No other information was provided.